Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the curved-tip stapler 30 instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer converted the procedure to open surgery after the start of the procedure due to instruments making a grinding noise and not clamping down. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, when going to clamp it was making a grinding noise and was not clamping. The surgeon used three different instruments (a maryland bipolar forceps and two sureform 45 staplers) and they did not work. The procedure was converted to open with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the intuitive surgical, inc. (Isi) rep left after the procedure was converted to open. The site converted to open because they had attempted to use two sureform 45 staplers and two reusable davinci 30 curved tip up staplers. These staplers were docked on both arm 1 and 3 and all faulted the same regardless of the arm number or staplers used. All 4 staplers were giving the customer errors or wouldn't engage. Errors were one of two, either "this instrument will not engage, " or "this instrument is expired". They gave various errors when tried on both arms. Conversion was directly due to system/instrument errors. The patient tolerated the conversion well. There was no injury to the patient. There was harm to the patient as the patient required larger incisions and a more invasive surgery due to the inability to use the robot as initially intended. The surgeon believed it was originally the arm drapes. However, after disproving that the surgeon believes the incident is isolated to the staplers. The staff performed normal daily start up checks. There were no issues noted during the setup of the system. The procedure was two hours in when the issue occurred. Isi rep mentioned that the fields service engineer (fse) did inspect some of the sureform staplers and noted that the contact pin was damaged. (Noted in related record pr (B)(4)). The maryland issue (pr (B)(4)), they simply obtained a new instrument to resolve that issue before the conversion.

Manufacturer narrative:
The curved-tip stapler was analyzed, and failure analysis investigations were unable to replicate or confirm the reported issue. The curved-tip stapler instrument was placed and driven on an in-house system. The curved-tip stapler passed the recognition and engagement tests and initialization. The curved-tip stapler instrument moved intuitively with a full range of motion in all directions. The jaw opened and closed properly. The curved-tip stapler instrument clamped, fired, and unclamped without any issues. The curved-tip stapler instrument passed the in-house shim test. The curved-tip stapler was fully functional. No errors occurred during in-house testing. There was no problem detected. The probable root cause of grinding noise and not clamping cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the curved-tip stapler found no issues related to the reported complaint. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 22-mar-2023, intuitive surgical, inc. (Isi) completed the device evaluation of two additional stapler instruments, a sureform stapler 45 instrument and a curved tip stapler 30 instrument, involved with this reported incident. Failure analysis (fa) investigations of both instruments could not replicate nor confirm the customer reported complaint that the instrument was "making a grinding noise and was not clamping". The sureform 45 stapler instrument (documented on record with patient identifier (B)(6) ) was analyzed, and it was found that functional testing of the device in an attempt to replicate the reported complaint was not possible due to the returned condition of the device. The instrument was placed on an in-house system. The instrument passed initialization. A review of the log showed no clamping errors. An additional observation not reported by the site unrelated to the customer reported complaint was that the instrument was found to have reload recognition failures based on log review and during in-house testing. The instrument was also found to have lodged staples stuck to the dlu pins inside of the jaws. This caused the reload recognition failure of the instrument. The curved tip stapler 30 instrument (documented on record with patient identifier (B)(6) ) was analyzed, and failure analysis investigation was not able to replicate nor confirm the reported issue. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The shim clamping test was performed with various orientations of the distal end and passed. No abnormal noise observed during clamping and unclamping. The instrument clamped, fired, and unclamped without any issues. No damage was found. A review of the instrument log showed no errors.

Event description:
Refer to h10/h11 for follow-up information.